Event description:
Balloon burst.

Manufacturer narrative:
The balloon ruptured on the 4th inflation. An inflation device with pressure gauge was not used as specified in the instructions for use. The physician used a syringe, which does not allow the physician to monitor the inflation pressure during use. This can cause the device to be taken above the labeled rated burst pressure. Two device from inventory were pulled and tested for rbp. The labeled rbp for this device is 2.0 atm. One device burst at 8.0 atm and the other one at 8.5 atm, which is well above the labeled rbp.